Event description:
While doctor was using the fenestrated bipolar forceps, it was noticed to have a crack in the plastic/rubber near the head of the instrument. It was immediately removed from service and replaced with a new instrument.